Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experienced the high blood glucose. Customer's blood glucose level was 450 mg/dl. Customer stated that there was difference between sensor glucose and blood glucose values. Customer stated that sensor glucose value was 258 mg/dl and blood glucose value was 357 mg/dl at theta time. Customer declined the troubleshooting. Device will not be returned for analysis.